Event description:
Philips received a complaint on the efficia dfm100 defibrillator indicating that the paddles were not connecting. The field service engineer (fse) visited onsite and evaluated the device. It was determined that the paddles do not attach to the connector on the defibrillator side due to a malfunction of the external paddles and patient connector. The external paddles and patient connector were replaced, and the device returned to full functionality. The device remains at the customer site and no further evaluation is warranted at this time. The efficia dfm100 defibrillator, model# 866199, is substantially similar to the heartstart xl+ defibrillator (model # 861290) and will be reported in the united states under device model # 861290.